Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer reported multiple tower door failures. The field service engineer (fse) cleaned the latches and applied black grease, after which the tower doors were verified to be functioning properly. The customer tested the unit and confirmed normal operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, there were continuous tower failures impacting medication retrieval. Multiple tower doors were reported to fail repeatedly on a daily basis, resulting in recurrent access issues. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.